Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture, high out of range pace impedances and a drop in r-waves. The physician suspected there was a lead perforation and the following day, a revision was performed. The rv lead was explanted and replaced. During the revision, the perforation could not be confirmed. No additional adverse patient effects were reported.